Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving medication via an implanted pump. On (B)(6) 2013, the pump was delivering dilaudid (250 mcg/ml at 105.03 mcg/day); a 9% increase was programmed at that time resulting in a daily dose of 114.99 mcg/day. On (B)(6) 2013, the pump was delivering dilaudid (1.0 mg/ml at 0.1150 mg/day) and bupivacaine (20.0 mg/ml at 2.300 mg/day); no changes were made at the visit. The indication for pump use was malignant pain. Pump interrogation on (B)(6) 2013 indicated the pump motor had stalled for 39 minutes on (B)(6) 2013 and then recovered. The cause of the motor stall was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. There was no documentation of an MRI.